Event description:
A zoll distributor returned battery charger/modem sn (B)(4) indicating that the battery charger/modem was resetting.

Manufacturer narrative:
Device evaluation summary. Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (resetting) has been confirmed. Upon evaluation, the charger exhibited a failure at flash memory bga components u102 and u105 on ca board sn (B)(4). Root cause investigation including destructive testing is underway on devices exhibiting similar failure modes. There was also liquid contamination on the battery board. The root cause of the contaminated battery board was ingress of an unknown liquid. No adverse event resulted from the defective battery charger/modem.